Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, technical support verified that the unit tidal volumes are within specification and up to date on its pm (preventive maintenance). The customer was advised to replace the blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator fraction of inspired oxygen (fio2) reading on the unit is not within specification. Furthermore, there was no information for patient associated with the reported event.